Manufacturer narrative:
Date of event: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of foreign matter for lot #6339849 item #305211. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that after the drug had been drawn up, a "glue-like" substance was observed on the bd¿ blunt fill needle with filter before use. The following information was provided by the initial reporter: "when the drug had been taken up it was discovered that the needle had a glue-like substance over it."